Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site for sys inspection. The fse performed general sys maintenance and replaced a resuspend magnet, aspirate 2 pinch valve and repaired the dcp bottle lid. The cause for the discordant advia centaur (B)(4) result is unk. No conclusion can be drawn. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false reactive advia centaur (B)(6) result was obtained on a pt sample when compared to repeat hbsag testing. The discordant result was not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur (B)(6) assay result.